Event description:
In 2004, an infusor2 days batch 04h004 was connected to a home patient, when it overinfused. There was no patient injury or medical intervention. The infusor was filled with 5fu in 96ml of isotonic nacl. After 24 hours of infusion, the total volume had been infused, not the expected 48 hours. No additional information.

Manufacturer narrative:
The event sample is unavailable for evaluation as it was discarded by the customer. This is an isolated incident. Review of the complaint history reveals no other reports have been received for this product lot number for the reported issue. A batch review has been requested. Should the review reveal any aberrance, a follow-up report will be submitted.